Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (failed pulse test) was unable to be confirmed. As received, the monitor was unable to power on. The cause for the failure was isolated to the computer/analog board. Upon evaluation, there was thermal and physical damage to multiple components of the computer/analog board. The root cause for the thermal and physical damage to the computer/analog board could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor failed a pulse test.